Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated procedure. During the procedure, while they were closing the incision, the patient went into vt and the implantable cardioverter defibrillator tried to pace and shock, with no success. The device continued with therapies, but a magnet was also placed on the device while performing CPR. Chest compressions were performed. The device detected the first parts of vt and vf, however undersensing occurred as the vf became very fine. No intervention was reported. The patient was stable.